Event description:
A hospital in (B)(6) reported via a distributor that the swivel y-piece of an rt236 infant dual-heated evaqua breathing circuit became disconnected during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt236 infant dual-heated evaqua breathing circuit from the distributor. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Manufacturer narrative:
(B)(4). The complaint rt236 infant dual-heated evaqua breathing circuit was not returned to fisher & paykel healthcare for inspection. Without the complaint device, we are unable to confirm the reported fault and determine its root cause. A lot check revealed no other complaints of this nature for lot number 140911. The hospital reported that the subject breathing circuit passed the initial leak test and that the swivel y-piece became disconnected while the breathing circuit was being handled. It was also reported that no damage was observed to the swivel y-piece. All rt236 infant dual-heated evaqua breathing circuits, including the swivel assemblies, are visually inspected and pressure and flow tested during production. Those that fail are rejected. The hospital staff confirmed that the subject breathing circuit was in use before the event occurred, which indicates that the circuit became damaged during use. Our user instructions that accompany the rt236 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a distributor that the swivel y-piece of an rt236 infant dual-heated evaqua breathing circuit became disconnected during use. No patient consequence was reported.